Event description:
It was reported that the drug luer was cracked and leaking. This 106x30cm ekosonic endovascular device was selected for use for a deep vein thrombosis popliteal procedure. The catheter was placed, and the patient was brought to the intensive care unit for treatment. At that time, lytic therapy could not be started due to a cracked and leaking drug luer. An attempt was made to repair the drug luer and run the catheter as a standard infusion catheter; however, drug continued to leak from the luer. No patient complications were reported. Additional information was requested but was not available.